Manufacturer narrative:
Lateral poly insert dislocation was reported for patient with a total knee implant. Patient is in valgus. Replacement poly inserts were provided for potential revision surgery. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Lateral poly insert dislocation was reported for patient with a total knee implant. Patient is in valgus. Replacement poly inserts were provided for potential revision surgery.